Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported they had seen a dentist and was informed that an orthodontist needs to re-evaluate the treatment plan due to the top right tooth is moving up into the gum above the other teeth. The dentist advise to stop using byte treatment and to see a real orthodontist.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.